Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
The subject test strips have been returned to lfs on (B)(4) 2012. However, the test strips were not evaluated as the complaint refers only to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.